Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a pericardial effusion occurred. Following transseptal puncture, the patient felt unwell. Contrast medium was used to assist during transseptal but revealed the needle was not on the septum or in the left atrium. Ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device